Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
Bas tm & customer called to troubleshoot an exclamation point error over the sherlock icon when using sherlock sn: aszbl135 w/a sr 8. The customer stated that the exclamation point appeared suddenly during PICC placement. The patient was in a-fib prior to the placement, so the customer was unable to rely on the patients ECG to confirm placement of the PICC. Due to the error during placement the rn placed the PICC without the sherlock technology. The x-ray revealed that the catheter was placed high up in the patients ij. The PICC was placed on the patients left-side so a "power flush" to was ineffective. The PICC was readjusted and pt sent back to x-ray. Bas fa is continuing to troubleshoot the exclamation point error. The error was found to be intermittent and may be environmental related.